Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 5 months post implant of this bioprosthetic aortic valve, it was explanted and replaced. It was reported that there was aortic regurgitation (ar) was confirmed on the valve leaflet of the right coronary cusp near the noncoronary cusp. Upon explanting the valve, a tear on the valve leaflet was noted. It was estimated that the tear led to the regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was distorted in an oval shape with the right cusp appearing open. The left cusp and non-coronary cusp were in the closed position. All leaflets were slightly stiff but flexible. The right/left commissure was dehisced, possibly due to separation of the layers of aortic wall behind the commissure, causing the lunula of the right cusp to be rolled down. The resulting restricted leaflet mobility caused the left cusp to appear torn/degenerated. Three partially visible sutures holding the aortic wall to the stent post appeared intact. The start of dehiscence was observed on the right/non-coronary commissure with tissue appearing to separate from the superior coaptive area. The left/non-coronary commissure appeared intact. Remnants of tan pannus remained attached to the sewing ring adjacent to the right cusp. Glistening off-white pannus was noted on the superior coaptive area of the left/non-coronary commissure. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the right/left commissure and right cusp margin of attachment. Conclusions: the investigation is currently in progress. A supplemental report will be filed upon its completion. D4: model #, catalog #, expiration date, serial #, UDI # added d10: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusions: since the valve has been implanted for over 13 years, it is very unlikely that the regurgitation is due to any potential manufacturing issue. Based on the analysis of the returned valve, the cuspal tear and commissure dehiscence were the likely cause of the reported regurgitation. The cause of the cuspal tear and the commissure dehiscence was a combination of calcification and pannus, which are often considered to be patient-related conditions. Facility name updated coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.